Event description:
Reporter alleged obtaining a discrepant blood glucose result of 20 mg/dl back to back with a result of 133 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated he self-treated with orange juice after the 20 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.